Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customers allegations. Bf-p290 had no image, and bf-q290 & bf-h1200 had image noise. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image with various bronchovideoscopes. The issue was found during inspection for use during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The event reported was not confirmed. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.